Event description:
Wire broke while md was placing an emergent dialysis catheter in the pt's right groin. Wire was not embolized and bleeding at site controlled with pressure. X-rays of thigh, abdomen and chest have not revealed any evidence of a foreign body (fragments from the catheter that may have accidentally dislodged). Wire "frayed."